Manufacturer narrative:
A review of the finished device lhr did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Study event. Device malfunction: none. Symptoms/ae: intracerebral bleed. Time of symptoms/ae: 8-days post carotid stenting procedure. It was reported that 8-days post carotid stenting procedure, the pt experienced a intracerebral bleed resulting in new hospitalization. The condition is reported to be continuing. No add'l info available.